Event description:
Bd proactively obtained the report in the maude database, which states ¿the customer reported they are using the cardinal health (cah) brand syringes in the alaris infusion pump and experiencing medication delivering faster than it should. For example, if the pump is set to infuse over 13 hours, it is delivering medication in 6-7 hours as it is detecting incorrect volumes in the pumps. Example: the pump is detecting a volume of 7, but there is only a volume of 5, so it is administering faster than set as the pump believes there is more medication to deliver over the period of time. This has led to patients receiving "life sustaining" medication too quickly. The customer stated the pharmacy did their own testing using water in the cah brand 3ml, 6ml, 20ml and 35ml syringes in the alaris pump and each time the pump detected incorrect volume, stating 100% failure rate. The hospital is pulling all cah brand syringes from the floors, starting with critical areas, and will sequester product for investigation samples.¿ although requested, additional information was not provided. Report numbers: 1282497-2023-10778, 1282497-2023-10779, 1282497-2023-10780, 1282497-2023-10781, 1282497-2023-10782, 1282497-2023-10783, 1282497-2023-10784, 1282497-2023-10785, 1282497-2023-10786, 1282497-2023-10787, 1282497-2023-10788.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.